Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at approximately 7:00 am the patient obtained the blood glucose readings of 140 mg/dl and 150 mg/dl on the reported meter, which were high compared to her expected values. The patient took her usual dose of the oral diabetes medication metformin 500 mg. At 11:00 am the patient experienced the symptoms of being "hot", sweating, weakness and lightheadedness. The patient worked in a hospital, and at 12:00 pm tested her blood glucose level using a hospital meter to be 72 mg/dl. The patient was treated with food and/or a drink. The meter and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she obtained elevated meter readings on the reported meter, and received treatment with food. Therefore, this complaint is being reported.